Manufacturer narrative:
Device evaluation: g3, g6, h2, h6, and h11. Results of investigation: the device/board was not returned to vyaire for investigation. However, log analysis by tech service revealed multiple instances of intermittent abnormal ¿power button pressed¿ and ¿power button released¿ entries, leading to unexpected forced shutdowns. The power board will be replaced under warranty. However, due to a backorder, the customer is awaiting a new power board for the replacement. As a result, this complaint will be closed with no further action required. Root cause failure: cause not established.

Manufacturer narrative:
File identification: (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. A warranty claim has been issued for the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the bellvista1000 ventilator is shutting down automatically. Engineer has stated that it is a newly delivered unit but this is an old stock from their stock. Customer confirmed that the issue happened during an engineer scheduled inspection/ pm service. No patient involvement was reported.